Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 19mm epic supra valve was chosen for implant due to shortness of breath and severe aortic stenosis. Annulus expansion was performed, and the valve was successfully implanted. After implant, the aortic valve area (ava) was 1.00, the max velocity (vmax) was 2.85 m/s, and the mean pressure gradient (mean pg) was 17.6 mmhg. 14 days after the surgery, the patient was transferred to another facility. The patient was prescribed warfarin for three months after the surgery. In (B)(6) 2023, the patient fainted several times. In (B)(6) 2023, the patient experienced symptoms of shortness of breath and heart failure developed. On (B)(6) 2023, the epic valve was explanted, and an unknown replacement valve was implanted. At the time of epic valve explant, damage occurred to the cuff. After replacement, the aortic valve area (ava) was 0.49, the max velocity (vmax) was 4.8 m/s, and the mean pressure gradient (mean pg) was 58.6mmhg. A blood clot was seen on the explanted epic valve leaflets. Impaired valve cusp mobility due to thrombus was observed. There were no tears seen on the explanted epic valve. The patient suspects that an allergic reaction to the valve itself. The patient reported to have no problems post explant.

Event description:
N/a.

Manufacturer narrative:
Explant due to shortness of breath and heart failure was reported. It was also reported that there was impaired cusp mobility due to thrombus on the valve cusps. The investigation found outflow thrombus on all cusps. There was fold/retraction on cusps 1 and 2 and thin fibrous pannus ingrowth on the inflow surface of cusp 2. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the pannus and thrombus could not be conclusively determined, however may have contributed to the reported impaired mobility of cusps.